Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that nine years post implant of this aortic bioprosthetic valve, the patient was being considered for a valve-in-valve replacement procedure for unknown reasons. Subsequently, four days later, the device was replaced valve-in-valve with a transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to stenosis. No additional adverse patient effects were reported. Added patient code. (If information is provided in the future, a supplemental report will be issued.